Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a hole in the quinton curl silicone tubing, right at the end of the adapter. Pt developed peritonitis requiring antibiotic therapy.